Event description:
The fse reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb and power switch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.